Event description:
The pt suffering from ulcerative colitis underwent open ileoanal procedure with ileo-pouch. During the anastomosis procedure with the car device, the anvil was not seated properly on the device when fired. A second device was used and the procedure passed successfully.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files indicated that the device was released pursuant to the product specs. The device was not returned for eval and no further conclusions could be drawn based on the available info. Such malfunction is detectable and can be resolved intraoperatively without further device related safety concerns.